Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that the patient with this device sought medical consult due to audible beeping device tones. Interrogation of the product illustrated a fault code indicative of a low battery voltage, based on the projected remaining longevity. Boston scientific's technical services was then contacted for recommendations, at which time the device's memory was reviewed. Engineers confirmed the device was malfunctioning and should be scheduled for explant. Although a malfunction was identified, sufficient battery capacity to support all therapy requirements during the recommended replacement period, was confirmed. No adverse patient effects were reported. Subsequently, the product was explanted and is expected to be returned for a post market analysis. No adverse patient effects reported during or prior to the device explant.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.